Event description:
The customer reported false positive architect total b-hcg and provided the following data: reference: = 25.00 miu/ml is positive. The initial and repeat results are more than 100 miu/ml (positive) and the colloidal gold testing method was negative. The customer further reported that on (B)(6) 2024 the initial hcg test result was 159.49m iu/ml (positive), then the retest result was 158.42m iu/ml (positive). On (B)(6) 2023 the hcg test result was 260.58ng/ml. Other laboratory data: progesterone test result was 24.9ng/ml. Patient information: 24 years-old, female with a clinical diagnosis of abnormal residue in uterine cavity and history of an abortion on (B)(6) 2023. There was no reported impact to patient management.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Device history review did not identify any associated potential non-conformances, non-conformances, or deviations with the complaint lot. Ticket search by lot did not identify an increase in complaint activity for the complaint lot. Ticket trending review has not identified any trends regarding commonalities for complaint lot and customer reported issue. The overall performance of the architect total b-hcg was reviewed using field data from customers. A review of field data for the overall performance of lot 53125ud02 indicated the patient median results are within the established limits and comparable with other lots in the field. Labeling was reviewed and was found to address the customer reported issue. Based on the available information, no systemic issue or deficiency was identified for the architect total b-hcg reagent, lot 53125ud02.

Event description:
The customer reported false positive architect total b-hcg and provided the following data: reference: = 25.00 miu/ml is positive. The initial and repeat results are more than 100 miu/ml (positive) and the colloidal gold testing method was negative. The customer further reported that on (B)(6) 2024 the initial hcg test result was 159.49m iu/ml (positive), then the retest result was 158.42m iu/ml (positive). On (B)(6) 2023 the hcg test result was 260.58ng/ml. Other laboratory data: progesterone test result was 24.9ng/ml. Patient information: 24 years-old, female with a clinical diagnosis of abnormal residue in uterine cavity and history of an abortion on (B)(6), 2023. There was no reported impact to patient management.